Event description:
It was reported that patient underwent a total hip procedure on (B)(6) 2012. During the procedure, the surgeon was unable to lock the liner into the cup after several attempts resulting in a delay to the procedure of 45 minutes. Another liner was used to finish the procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The cup remains implanted in the patient. The associated liner was returned for evaluation as the cup remains implanted. Dimensional evaluation found the liner to be within appropriate design specification.